Event description:
Meter gives an error 2 message when the test strip is inserted into the meter without blood. When control solution is used the meter still prompts error 2. The test strips are new. Pt did not seek medical attention or call md. Customer service was unable to resolve the issue and sent pt a new meter.